Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and confirmed that the device had a hole in the hose near the muffler (zone 1), ran in the safety position, and was running at 60,226 rpm which was below the operational specification (75,000 rpm). It was further determined that the locking components were damaged causing the device to run in the safety position (device is power broken) and the vanes were worn out causing the low rpms. Therefore, the reported condition was confirmed. It was determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with assembly tooling issue during manufacturing. This issue has been escalated to a CAPA. It was determined that the issue the locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. It was determined that the issue with the worn out vanes was consistent with normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had a hose in the hole, ran in safety mode and the rotations per minute were below specification. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.